Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when screwing the screw into the implantable pulse generator (ipg) no click sound was heard. After unscrewing the screw the screw came out with the screw driver. Placing the screw back into the ipg through the silicone could not be completed. A second ipg was attempted. The second ipg the same issue reoccurred. A third ipg was used and successfully placed. It was further noted that the pacing lead dislodged just after the implant procedure. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.